Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement and was pacing the right atrium postoperatively. The lead was reprogrammed and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.